Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a cardiac ablation procedure with an 8f sheath. Reportedly, the device was successfully pre-flushed with saline prior to the procedure; however, no blood flow was observed at the marker lumen. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported obstruction of flow was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.